Event description:
It was reported that the patient presented for a follow up with the pulse generator exhibiting intermittent atrial under-sensing. Programming changes were made. The patient was in stable condition.